Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple cartridges did not fit onto the pump. The same cartridges were able to fit onto another t:slim g4 pump. There was no reported impact to the customer's blood glucose level.

Manufacturer narrative:
.